Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI:(B)(4).

Event description:
It was reported that the battery reamer device did not work during surgery. It was reported that there were minimal delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During service and evaluation, it was determined that the battery reamer device had a sticky trigger, foreign substance/debris/cleaning/sterilization, worn motor, will not run, and corrosion/rusting/pitting. It was further determined that the device failed pretest for check for sticky trigger, check function of device, and check power with power test bench. All available information has been disclosed.